Event description:
The trilogy 100 was returned to the manufacturer service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed an airstream temperature sensor test step during testing. The device has been returned to the manufacturer for evaluation, but resolution info is not yet available. When additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The trilogy 100 was returned to the manufacturer service center for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed an airstream temperature sensor test step during testing. The device was returned to a technician for an additional evaluation. The issue was related to assembly not being connected. The technician reconnected the assembly and the device passed all testing. The airstream temperature failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.